Manufacturer narrative:
Findings: pump was received with compromised force sensor error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and basic occlusions test due to compromised force sensor error alarm. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 57 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is protruded. The customer did not press the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 57 mg/dl. The customer was treated with food.